Manufacturer narrative:
Concomitant products: screw, offset, sz ee (cat# 208-04-73 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 1.5 years post patient's revision, the male patient had a second revision for poly swap. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 1.5 years post patient's revision, the male patient had a second revision on the left knee for poly swap for a failed knee and instability there was poly wear and osteolysis noted. The original indication for knee replacement surgery was arthritis. No additional information available from representative. Patient has bilateral knee replacements, this suggests joint maladies. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. These devices are used for treatment not diagnosis.